Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging a possible air bubble issue with a cartridge. The patient did not allege any harm or injury because of the alleged issue. The patient indicated that she removes all air bubbles prior to inserting the cartridge into the pump. However, the patient claimed that as soon as she performs the rewind, load, and prime steps, she will observe air bubbles in the luer connector. The patient also claimed that the issue had been occurring every day for the previous 2 months. The patient stated that her blood glucose (bg) level reached the "200 mg/dl" range when the air bubble(s) were found. The patient was negative for ketones or symptoms of hyperglycemia. No medical treatment was reported. Through troubleshooting, the patient disconnected, removed the cartridge, and manually primed. The patient stated that it appeared as though all the air was gone, but she noticed little bubbles in the cartridge. The patient was changing her site and cartridge every 2 days. She was leaving the insulin at room temperature for 30 minutes to 2 hours. She also indicated that she was following proper technique for getting rid of air bubbles. The alleged issue was not resolved with troubleshooting. The subject cartridge was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she had an air bubble issue. It is unclear at this time if the air bubbles were coming from the cartridge or infusion set. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the cartridge passed visual inspection, no damage or defects were noted to the luer connection or o-rings. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed and no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge.